Event description:
It was reported that pump displayed non-resettable malfunction alarm with code 16 and fault ID 0x2280, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.